Event description:
It was reported a patient presented with a disengagement of the device with the necessity of revision surgery. The prosthesis has been removed. It was reported no patient injury is alleged.

Manufacturer narrative:
This is the 1st of 3 events for the same device failure: same product; same surgeon ; different patients. MFR report numbers: 1651501-2016-00002; 1651501-2016-00012; 1651501-2016-00013. Additional information received via phone call with the surgeon 20 jan 2016: the patient was seen 2 weeks post op for follow up. The disengagement was identified during the visit. X-rays showed obvious deformity. The t-handle was used to test engagement. Everything seemed fine. The revision procedure has already taken place. This is the 2nd or 3rd patient that this has happened to. Additional information received from the surgeon via phone call 03 feb 2016: there have been 3 cases of disengagement. All have had revision surgery. For the third case, there is a postoperative disengagement again. The patient does not want another revision surgery for now. He wants to wait and see how things go. All of the patients are doing well now. It was reported by the surgeon that the issue was technique related. The surgeon was visited by integra smes regarding these events. It was discussed that with this shoulder system, the best approach for the procedure is deltoid/pectoral. He has begun using that approach with the titan shoulder system and has not had any further problems. It was also reported: patient injury / death alleged? No. Device in contact with patient? Yes. Out of box failure? Yes. Revision or medical intervention required? Yes. Delay in surgery due to late receipt of product? No. Patient prepped for surgery? Yes. Delay in surgery due to product problem? No.